Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator displayed multiple errors associated with a power source issue. There was no patient impact.